Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage. Unit received with operating currents within specs and passed self test. Unit was monitored and no blank display or white flashing display anomalies noted. Power connector plug in and locked in place properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked lcd glass at the right side edge. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer changing the battery and while attempting to enter carb intake for bolus the screen started to flicker and turned white. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.